Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a thoracic aneurysm. It was reported approximately 8 months post the index procedure, follow up identified that the tip of the bare stent of the valiant graft has pierced the brachiocephalic artery, which has now became aneurysmal. Per the physician the cause of the perforation may have been because the implant position of the device was too deep. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
B:5 additional information received; it was reported that intervention was performed, as per the physician it was reported the aneurysm developed where the bare stent touched, due to infection. In addition; since sine was also present at the distal end of the graft the cause was reported to be due to the infection and not due to the device. B:2 updated. 9612164-2020-04052-1 if information is provided in the future, a supplemental report will be issued.